Event description:
During a wiktor stent implant the stent became fixed in the tortuous vessel. During withdrawal of the stent delivery system the stent was dislodged off of the balloon and required retrieval with a snare. No pt complication was reported.